Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer support provided information on resetting the pump, assisted the caller with the reset, and confirmed that the same malfunction code did not recur. The customer was instructed to call back if the malfunction reappears and was advised that they could continue using the pump.